Event description:
It was reported, to medtronic minimed. That the customer, experienced possible site or set occlusion. The customer reported, blood glucose value of 500 mg/dl. The customer reported, hyperglycemia treated with insulin pump (subcutaneous insulin infusion). Customer reported, the following led up to the event: no troubleshooting was identified. The event involved product(s) mmt-399a, mmt-332a, mmt-1880. Customer reported, high blood glucose. No further patient complications were reported. No product return is required for mmt-399a, no product return is required for mmt-332a. It was unknown, whether the customer will continue to use the device. Mmt-1880 was requested. And customer response was, the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. The device will be returned for analysis and further information will follow, once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and self test. Thump software and carelink was utilized and uploaded trace/history files properly. The adapt tool was utilized to search for any no delivery alarms that may have occurred in the past or during the complaint call. Unable to accurately confirmed no delivery alarms using adapt tool due to customer's time change entered incorrectly and no delivery alarms were properly recorded. However, no alarms noted during testing. Proceeded by cutting unit open and perform a visual inspection of connectors and electronic stack. All connectors were plugged in properly and no moisture damage or anomalies noted during visual inspection. Unit may have had an intermittent failure not detected during our testing. The following cosmetic damages were noted: cracked case-corner of belt clip rails, cracked case (battery tube), damaged display window cover, battery tube threads - cracked and scratched case. In conclusion customer concerns of insulin flow block alarms were not confirm during testing. Unit was tested successfully, and no anomalies noted. Unit may have had an intermittent failure not detected during our testing. Unit functioning properly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.